Event description:
It was reported that incorrect needles were found mixed in with the bd safetyglide¿ needles before use. The following information was provided by the initial reporter: "additional needles found which were rogue po13478 56 strips / 280 needles found".

Manufacturer narrative:
Correction: after additional review, this report was found to be a duplicate report of MFR#: 1213809-2019-00935. This event has been over-reported. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that incorrect needles were found mixed in with the bd safetyglide needles before use. The following information was provided by the initial reporter: "additional needles found which were rogue po13478 56 strips/280 needles found".